Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare technical support performed a checkout of the system remotely with the hospital biomed and found a communication failure between the anesthesia control board and cpu. The hospital biomed will repair the issue. No report of patient involvement. Legal manufacturer: (B)(4). A ge healthcare technical support performed a checkout of the system remotely with the hospital biomed and found a communication failure between the anesthesia control board and cpu. The hospital biomed will repair the issue.